Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Insulin pump received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was unable to clear the button error alarm. A few weeks ago the buttons on the insulin pump were sticking. Customer's blood glucose level was not reported. The customer's belt clip broke. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.